Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported, via a trial, that the procedure was to treat a totally occluded severely calcified lesion in the proximal cx. After predilating the lesion, the 3.5 x 12 mm promus was deployed, at which time a dissection was observed proximal to the target lesion. A 3.5 x 8 mm promus was placed to treat the dissection. The patient was discharged in 2008, with no other events reported. No additional event or patient information is available. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Dissection is a known adverse event associated with coronary stenting procedures, and is listed in the device IFU, which cautions that: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (further dilatation, or placement of additional stents)." In this case, the lesion was heavily calcified, which may have affected the patient outcome. There are no indications of a product quality issue; therefore, a conclusive root cause for the reported event cannot be determined.